Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709, lot# j0039977r, implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The patient's weight was unknown. The date of the event was (B)(6) 2017. It was reported the healthcare provider performed a pump refill on (B)(6) 2017 and noted a volume discrepancy for the first time on this patient. During the pump refill, the hcp removed 6 ml of reservoir volume and was only expecting 3.6 ml. It was unknown if the patient had noticed any change their pain level/control. No symptoms were reported. Surgical intervention did not occur and was not planned. The issue was resolved. Patient status was alive - no injury. Additional information was received. It was reported there was nothing concerning reported on the logs. The patient had not noticed any change in their pain level or control and no symptoms related to the discrepancy. The reservoir discrepancy of the 40 ml pump was only 6%. Additional information was received from a consumer via a manufacturer representative on 2017-jun-29 reported the patient was receiving dilaudid (hydromorphone) 25mg/ml for an unknown total dose and bupivacaine 7.5mg/ml for an unknown total dose via an implantable pump for spinal pain. It was also reported an alarm was not heard, but confirmed by telemetry. It was noted a critical alarm occurred and was noted as stopped pump may exceed tube set occurred. The pump was programmed to stop pump mode on (B)(6) 2017 after a dye study was attempted and they were unable to aspirate the catheter. The pump logs were checked and no symptoms were reported. Event date for the stopped pump may exceed tube set was noted as (B)(6) 2017. A volume discrepancy was also reported where the actual residual volume (arv) was greater than expected residual volume (erv). The arv was 8 and the erv was 1. The reason for the dye study was because of the volume discrepancy at recent refill. The volumes/numbers were provided by the patient and may not be exact. It was stated that the catheter was scheduled to be replaced today ((B)(6) 2017). It was discussed considerations around potentially replacing the pump as well due to the tube set alarm and advised that this decision would be at the healthcare professional's discretion. The caller did not know the exact date of the refill, but new it was in (B)(6) 2017. Again no symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that upon arrival to the case, the pump had been stopped due by managing physician. The implanting physician replaced the pump and catheter and filled with saline.